Manufacturer narrative:
On-site investigation was performed by our field service engineer. The device was checked and no deviation was found. Device successfully passed pre-use check. No parts were replaced. The device was delivered to the user in working condition. Review of the provided logs revealed clinical alarms generated on 2024-05-28, such as: paw high and expiratory minute volume low. These alarms indicate difficulties with ventilating the patient. Paw high alarm indicates that airway pressure exceeds preset upper pressure limit and both patient and breathing system must be checked, as there is a increased pressure in the ventilator's breathing system (high resistance in the patient circuit). The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The alarms generated as per design to alert the operator about ongoing issues. Blocked patient circuit may lead to insufficient ventilation or no ventilation to the patient. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).